Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. No deviations were found during review of the manufacturing and inspection documents (DHR). If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the drill bit was broken during fixation of tibia fracture. Therefore, additional skin incisions were made and broken piece removed with crown reamer and luer bone rongeurs. After that, drilling with new drill bit and the operation was finished.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded at the hospital.

Event description:
It was reported that the drill bit was broken during fixation of tibia fracture. Therefore, additional skin incisions were made and broken piece removed with crown reamer and luer bone rongeurs. After that, drilling with new drill bit and the operation was finished.